Event description:
On august 13, 2009, the lay-user/pt contacted lifescan, alleging that the display on her one touch ultrasmart meter was damaged. The pt tests her blood glucose 4-6 times a day. She manages her diabetes with set dosages of lantus insulin and humulin-n insulin. She also takes sliding-scale novalin-r insulin based on her meter readings. The pt indicated that the alleged meter issue started in the day of event in 2009 after 3:00 pm, after she dropped the device on concrete. The pt described the meter's display as having black marks after the meter was dropped. As a result of the alleged issue, the pt stated that she was unable to test her blood glucose because the display was ruined. Due to the meter issue, the pt stopped taking her sliding-scale novalin-r insulin for a period of about 3-4 days. However, she continued to take the rest of her medications as prescribed. At an unspecified time during that time, the pt claimed that she developed symptoms of thirstiness, frequent urination, and lethargy. The pt administered self-care by drinking more water, because of the symptoms. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter display issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.